Manufacturer narrative:
The associated complaint devices were not returned. Without the actual product involved and or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery the screwdrivers were attached to drill and the torque of the drill was too powerful making the drill snapped at the ball joint of the driver. The device broke inside the patient, and all pieces were recovered. The issue occurred after placing the screws, hence, even if a s+n back-up device was available, it was not necessary. No delay or injury reported.